Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 11-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain"), allergy to metals ("allergy to metals (nickel and gold)"), hypersensitivity ("allergy in whole body, red welts and itching/ "layers" of allergy in cranium"), type 2 diabetes mellitus ("diabetes mellitus type ii") and nerve injury ("a nerve from her feet was damaged") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), hypersensitivity (seriousness criteria medically significant and intervention required) with urticaria and pruritus, weight increased ("weight gain ((B)(6))"), type 2 diabetes mellitus (seriousness criterion medically significant), torticollis ("torticollis"), muscle spasms ("cramps on feet / cramps"), pain in extremity ("pain in feet which did not allow her to walk"), alopecia ("hair loss"), fatigue ("extreme tiredness that did not allow her to get up"), dysgeusia ("metal taste in throat"), abdominal distension ("she had a belly which looked if she were 7 months pregnant"), procedural pain ("post-operatory pain"), nerve injury (seriousness criterion medically significant), gait inability ("she could not walk") and spinal disorder ("problems in cervical vertebrae"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, hypersensitivity, weight increased, type 2 diabetes mellitus, torticollis, muscle spasms, pain in extremity, alopecia, fatigue, dysgeusia, abdominal distension, procedural pain, nerve injury, gait inability and spinal disorder outcome was unknown and the allergy to metals had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, allergy to metals, alopecia, dysgeusia, fatigue, gait inability, hypersensitivity, muscle spasms, nerve injury, pain in extremity, procedural pain, spinal disorder, torticollis, type 2 diabetes mellitus and weight increased with essure. The reporter commented: not reported the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 14-jun-2018 for the following meddra pts: abdominal pain: the analysis revealed (B)(4) cases (excluding this case). Allergy to metals: the analysis revealed (B)(4) cases (excluding this case). Hypersensitivity: the analysis revealed (B)(4) cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 11-jun-2018. The most recent information was received on 18-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain"), allergy to metals ("allergy to metals (nickel and gold)"), hypersensitivity ("allergy in whole body, red welts and itching/ "layers" of allergy in cranium"), type 2 diabetes mellitus ("diabetes mellitus type ii") and nerve injury ("a nerve from her feet was damaged") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), hypersensitivity (seriousness criteria medically significant and intervention required) with urticaria and pruritus, weight increased ("weight gain (from 54 to 98 kg)"), type 2 diabetes mellitus (seriousness criterion medically significant), torticollis ("torticollis"), muscle spasms ("cramps on feet / cramps"), pain in extremity ("pain in feet which did not allow her to walk"), alopecia ("hair loss"), fatigue ("extreme tiredness that did not allow her to get up"), dysgeusia ("metal taste in throat"), abdominal distension ("she had a belly which looked if she were 7 months pregnant"), procedural pain ("post-operatory pain"), nerve injury (seriousness criterion medically significant), gait inability ("she could not walk") and spinal disorder ("problems in cervical vertebrae"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, hypersensitivity, weight increased, type 2 diabetes mellitus, torticollis, muscle spasms, pain in extremity, alopecia, fatigue, dysgeusia, abdominal distension, procedural pain, nerve injury, gait inability and spinal disorder outcome was unknown and the allergy to metals had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, allergy to metals, alopecia, dysgeusia, fatigue, gait inability, hypersensitivity, muscle spasms, nerve injury, pain in extremity, procedural pain, spinal disorder, torticollis, type 2 diabetes mellitus and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.